Manufacturer narrative:
Investigation results: to date, this insufflator has not been received to determine if a malfunction occurred. A follow-up report will be sent upon receipt of the device and completion of an investigation.

Event description:
The customer reported that during use of this insufflator to perform a laparoscopic cholecystectomy, the device powered off by itself which resulted in loss of visibility to the surgical site for approximately 20 minutes to troubleshoot the problem. The user reported that the insufflator did restart and the surgery was completed as intended without injury to the pt.